Manufacturer narrative:
Batch records and qc product were reviewed for lot cov1100080. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process was complied with the dmr the test results of retention samples from cov1100080 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result (s). Test kits did not produce results. Questioned user on how they performed the test procedure, but could not identify any user error.